Event description:
When screwing on a hub to a 21g straight needle, the entirety of the cap and safety device snapped and broke completely off, leaving just the exposed needle and no safety device in place to cover the needle. The twisting on of the hub was not abrupt or in anyway strong handed. Just a simple twist as we always do, and it gave out and snapped.